Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a shutter error occurred during photo therapeutic keratectomy (ptk) for anterior basement membrane dystrophy (abmd) and the laser stopped with one second left in treatment of the right eye. The treatment was not completed. The patient was seen at the one day post operative visit and noted light sensitivity but the surgeon stated this was not due to the laser issue because it is expected post ptk. The patient will be seen in follow up at a later date. It was noted that only 3,765 shots were completed out of 4,071 shots with 15 pedal interruptions. Additional information requested states that the treatment was a two stage procedure. The first stage was a minimal correct of -0.50 and the second stage was a minimal correction of +0.50. The laser stopped during the first stage with one second remaining but the surgeon elected to continue with the second stage. The patient was noted as doing well with good vision and healing with no complications.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of treatment. Review of the logfiles shows that the reported treatment has 15 interruptions by warning messages during treatment: the user aborted the treatment. The occurrence of these errors are most possible caused due to the laser pedal is not pressed enough which can cause the incorrect detection of the shutter state. The concluded ple (prelaunch evaluation) of the ¿green¿ software version did uncover the reported error message. The root cause can be determined as an inappropriate handling of the foot-switch (laser pedal). Pushing the foot-switch (laser pedal) in hesitant or slow manner will lead to this error message thus to interruption of the treatment. The device is working as intended. The manufacturer internal reference number is: (B)(4).